Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unit received with fading serial number label and cracked case at battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.